Event description:
A customer reported that charging was taking a long time due to a damaged usb. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional information regarding the outcome of the event was obtained.